Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that a proximal type 1 endoleak was evident post implant which required implant of an aneurx aortic extension cuff. The main body and iliac limbs were patent at the end of the procedure. No additional clinical sequelae were reported and the patent is fine.

Manufacturer narrative:
(B) (4). Results: endoleak. Aneurysm and vessel morphology were not reported, unknown cause of endoleak. Conclusion: aneurysm and vessel morphology were not reported, unknown cause of endoleak. Required intervention.